Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at a dose rate of 115 mcg for spina bifida. It was reported that the pump was implanted on (B)(6) 2022. Past medical history / history of side effects was indicated as being none. Concomitant medications were unknown. The patient experienced an infection. The date of event was unknown. Pump replacement and relocation surgery due to right abdominal infection was further indicated. As per an attending physician¿s comment, it was indicated that there was no causal relationship to intrathecal baclofen therapy. The causal relationship of the infection to drug was unrelated. It was further noted that there was no causal relationship of the event with regards to the pump, catheter, programmer, and procedure. No pump operability test, rotor test, or catheter x-ray were performed.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n536145002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The original pump placement position was in the right abdominal region. The cause of the infection was unknown. Regarding infection, the outcome of the event as of 2022-jul-14 was recovering. It was further noted that the outcome has been improving.